Event description:
A male with a history of hostile abdomen, cerebrovascular disease, ihd, hypertension, pulmones disease, renal disease, as well as past history coronary bypass grafting and old brain infarction, underwent aaa repair in 2008. The procedure went as labeled. Confirmatory angiography exhibited a proximal type I endoleak. The proximal neck was dilated with a balloon again, which materially reduced the leak. The physician elected to observe the leak. Follow-up in 2008, revealed the endoleak persisted. The physician plans additional procedure.

Manufacturer narrative:
Evaluation: still under investigation.